Manufacturer narrative:
Several pieces of the device were not returned for evaluation; therefore, a conclusion as to the cause of hte difficulty reportted could not be made.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.